Manufacturer narrative:
Section g3: the initial report was submitted with aware date 10mar2025, the correct aware date was 06mar2025. Manufacturer¿s investigation conclusion: the reported event of dim pump running light emitting diodes (leds) was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the pump running leds were observed to be dim. The system controller was disassembled to inspect the internal components and no issues were observed. A corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. The returned system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led on the user interface printed circuit board. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 07aug2019. Battery inspection data was reviewed for the 11v backup battery, serial number: (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 patient handbook (rev. G) section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller audio sounders. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The heartmate 3 patient handbook (rev. G) and the heartmate 3 instructions for use (rev. G) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the green arrows led was dimmed and not well visible. No alarm occurred. The system worked as intended and the log files wouldn¿t show anything on the green light. The system controller was replaced, and the problem was solved.